Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision to total knee athroplasty due to aseptic loosening of the tibial component

Manufacturer narrative:
This report is being filed to relay corrected information. Upon reassessment of information, it has been determined that this device did not cause or contribute to the reported event.